Manufacturer narrative:
A ge service representative performed an on site investigation. The sram memory was replaced during the service call.

Event description:
The customer reported that the 9600 system had a check sum error at boot up. No pt injury was reported.